Event description:
Aleutian cage broke into two pieces when surgeon was trying to reposition cage in a very tight disc space. The cage was successfully removed and replaced with no harm to the patient.

Manufacturer narrative:
Investigation into this incident revealed that the cage was somewhat oversized and the doctor placed the cage too far laterally and it got caught on the lateral cortical ring. When trying to reposition the cage, the cage broke in half. Both pieces were retrieved and there was no harm to the patient (as confirmed by the initial reporter from the hospital per MDR (B)(4)). The cage was replaced and the procedure successfully completed without further incident. It has been reported that the surgeon found no fault with the device however, this MDR is being filed as a precaution and as an opportunity to provide some additional insight to the MDR filed by the hospital. The part was not returned by the hospital however the manufacturing and inspection records for the part were reviewed and no discrepancies were found. The implant was manufactured according to specification. We will continue to monitor our data for incidents of this nature.